Event description:
The lay user/pt called lifescan (lfs) in 2006, and alleged that her meter was reading inaccurately erratic. The medical affairs specialist spoke to the pt two days later and obtained and verified the following info. The pt reported that in 2006, she tested her blood glucose at 10.00 p.m. And obtained a result of 145 mg/dl. She took 0.75 units for her short-acting insulin. She reported no symptoms at that time. She went to bed after testing and at approx 2:00 a.m. Her husband woke up and found her shaking. He woke her up and felt that her lips were numb. She tested her blood glucose and obtained a result of 68 mg/dl. She felt that the result was incorrect so she retested two mins later and obtained a result of 39 mg/dl. She drank a soda and ate some crackers. She went back to sleep without retesting. At approx 5.00 a.m. She woke up and tested her blood glucose, obtaining a result of 38 mg/dl. She again had something to eat and drink, she retested after eating and her blood glucose was 86 mg/dl. She did not seek any medical intervention. She then contacted lfs for assistance. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt did not have control solution to troubleshoot. This complaint is being reported as the precision test failed (readings of 68 and 39 mg/dl), and the pt adjusted her insulin on her meter readings, subsequently suffering a hypoglycemic event. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.